Event description:
The recipient is reportedly experiencing device extrusion. The recipient was recommended to cease device use. Skin flap surgery is scheduled.

Manufacturer narrative:
On (B)(6) 2019, the recipient underwent skin flap surgery.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient is reportedly doing well and has resumed device use. This is the final report.